Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how long was the delay? Please specify in minutes. --unk - were there any unexpected outcomes or complications as a result of the prolonged surgery time and prolonged anesthesia time? --no - did this event contribute to any patient adverse event? If yes, please explain. --no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture frequently broke during the operation. After crochet hooked the suture and entered the abdominal cavity through the skin, the suture broke and could not be sewn. A total of 5 products occurred suture breakage issue. Immediately stopped and replaced with other types of suture. It affected the surgical process and prolonged the anesthesia time. There were no patient consequences reported. Additional information was requested.